Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the clear coating on the device detached. No patient injury occurred or medical intervention was required.

Manufacturer narrative:
Evaluation summary: one used e1455 electrode was received, and an examination confirmed the reported issue. Visual inspection found the blue shrink sleeve was deformed, and excessive eschar had accumulated on the device. A piece of the insulation that is held in place by the sleeve had disengaged from the electrode and was not returned. The shrink sleeve damage shows signs of exposure to excessive heat from either the build-up of eschar on the electrode or from using too high of a power setting on the generator. The investigation identified the probable root cause of the issue to be from either misuse or inadequate cleaning. The instructions included with this product cautions users to keep the electrode blade free of debris, and to wipe the electrode often with a moist gauze or other material. It also states not to exceed the maximum power limits listed. If information is provided in the future, a supplemental report will be issued.